Event description:
It was reported that patient underwent an unknown surgical procedure on an unknown date and suture was used. The patient experienced staphylococcus aureus infection after wound closure during removal of orthopedic device. The surgeon opines that the infection did not come from the suture but from the mepilex band-aid dressing and solution not being applied as it should with creation of air bubbles that could cause infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.